Event description:
The customer sent the scope to an olympus service center for annual inspection. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator due to insufficient reprocessing. In addition, discoloration was observed on the scope connector cover, air/water cylinder, suction cylinder, switch box, control unit, right/left and up/down knobs, grip, forceps control lever, and electrical connector, the bending angle in up/right direction did not meet standard value due to wear of the angle wire, the adhesive on the bending section cover was detached, the connecting tube had a scratch, the adhesive around the light guide and objective lenses was peeled, there was corrosion around the lever arm, the universal cord had a scratch, and the plastic distal end cover had some stain. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the reprocessing method conducted by the user was different from method recommended in IFU, or the user facility staff was insufficiently trained on device handling and reprocessing in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: IFU (reprocessing manual) states possible infection to the patient and/or operators who conducts next procedure by using endoscope which cleaning/disinfection/sterilization are insufficient. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. IFU (reprocessing manual): manual cleaning: brush the forceps elevator states on detailed method of reprocessing on/around forceps elevator. IFU (operating manual): inspection of the endoscope clearly states on foreign material at forceps elevator during inspection prior to use. Therefore, the suggested event was detectable. Returning the endoscope for repair states on cleaning device before returning for repair. Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus. Olympus will continue to monitor field performance for this device.